Manufacturer narrative:
The complaint states during the insertion of a ceramic component into the implanted shell according to surgical technique, a big piece of insert broke off. Prolonged operation involving intraoperative explanation of the implanted shell and replacement of it with a bigger one the parts were assessed by the supplier and a report was received stating that due to misalignment there were point contacts between the metal shell and the insert which initiated the fracture. The misaligned position of the insert is also the reason that the insert was stuck in the metal shell. The complaint shall be closed as user error; it will be entered into the complaint database and monitored through trend analysis.

Event description:
During the insertion of a ceramic component into the implanted shell according to surgical technique, a big piece of insert broke off. Prolonged operation involving intraoperative explantation of the implanted shell and replacement of it with a bigger one

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.